Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads both exhibited oversensing during an episode of atrial tachycardia (at)/atrial fibrillation (af). The leads remain in use. No patient complications have been reported as a result of this event.